Manufacturer narrative:
(B)(4). While the health care professional did experience a stick/puncture it was from the guide wire of the feeding tube and not a needle. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nurse was removing the stylet from a dobbhoff feeding tube and the cap broke off exposing the wire and cut her finger.